Manufacturer narrative:
Updated per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, and h6 per new information received. Corrected data: the device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device status has not been provided.

Event description:
It was learned from the patient's wife that a 27mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 9 years, 3 months due to valve tear leading to severe regurgitation. The patient presented with sob and pulmonary htn. Per medical records, the tear was on the right coronary leaflet. The patient was sent to ICU in critical but stable condition. There was post-op bleeding, and the patient return to the or on pod #0 for exploration, and hemostasis was achieved. The patient was discharged home in stable condition on pod #5.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was learned from patient's wife that a 27mm aortic valve was explanted and replaced with another 27mm after an implant duration of 9 years, 3 months due to valve tear and moderate regurgitation. The patient presented with sob and pulmonary htn.